Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that after pre-dilatation, implantation of the 3.0 x 18 mm xience v stent and post-dilatation of the mildly calcified, 90% stenosed, de novo, mid circumflex artery, a distal stent edge dissection was noted. A 3.0 x 28 mm xience v stent was implanted as treatment. There was no reported adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.